Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 1ml ls tuberculin was difficult to pull when drawing up the vaccine. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid vaccination. According to the customer's report, the plunger was too tight to pull. A great force was needed for the hcp to aspirate the vaccine solution. There was no problem in pressing the plunger for injection."